Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. Tandem technical support (tts) was able to determine that the previous sensor session was not properly stopped, however customer had already started the sensor session, ultimately receiving a sensor expiration alert once again. Tts educated customer on properly stopping previous sensor session and the sensor was replaced to resolve the issue.